Event description:
It was reported that the insulin gauge displayed an amount different from what was expected, showing 85 units instead of the anticipated 280 units, which was a discrepancy of more than 30 units. Despite this issue, there was no adverse impact to the customer¿s blood glucose level. The customer resolved the matter by continuing to use the same cartridge without further issues, as the display consistently showed 85 units over three days. Technical support advised the customer to call back for troubleshooting if the issue reoccurs.